Event description:
It was reported that the device was explanted after an implant duration of 10.2 months due to unknown reasons. No further details were provided. Information learned from implant patient registry. The device history record (DHR) review was completed on 04/06/2009 and this device passed all manufacturing and sterilization inspections with no nonconformance. As at 05/29/2009, there has been no response from surgeon after repeated attempts to contact for additional information and return of the product for evaluation.

Event description:
It was reported that the device was explanted after an implant duration of at least 10 months, due to unknown reasons. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.